Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had scratches on the screen that affected the visibility. The insulin pump has rejected new battery and was louder during rewind. The up and down arrow buttons were less responsive. The act button was harder to press. The insulin pump alarmed no delivery. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm during testing noted. The motor was tested out side the device and passed. Device passed self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. However corroded battery cap contact noted. Broken battery cap noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board.